Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 2.6mmol/l with symptoms of lightheadedness, blurred vision and sweating associated with an alleged time/date issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that the patient did drink some juice which brought the bgs back up. During troubleshooting with customer technical support, the reporter stated that the pump was set to am instead of pm and the patient was getting the daytime insulin overnight which caused the low bg. This complaint is being reported because the patient experienced hypoglycemia associated with use error and not pump malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-apr-2018 with the following findings: the pump's history showed out of order dates. The pump was exercised for 24 hours and then had the battery removed. When the battery was reinserted after 6 hours, the pump's time and date had reset. The recorded total daily doses of insulin added up correctly. The pump was delivering within range.